Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the they were hospitalized due to diabetic complications. The customer's blood glucose was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08740 inches. Device was received with scratched reservoir tube window. (B)(4).